Manufacturer narrative:
(B)(4) - cataract, induced; vision, loss of. (Lens explanted). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in her right eye (od) on (B)(6) 2007. The patient reported had lost vision due to the development of a cataract. The date of the cataract diagnosis was (B)(6) 2013 and it was an anterior cortical cataract. The patient had lasik surgery on (B)(6) 2008 and again on (B)(6) 2008. The patient's best-corrected visual acuity was 20/25. The lens was returned to the manufacturer and per the information provided, the icl was explanted on (B)(6) 2014. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.